Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
A field service representative (fsr) inspected the instrument and performed system clean, cleaned the rbc count head, and rbc counting chamber to resolve the issue. The fsr noticed that the auto-clean box was set to 10, but it was not selected; the fsr set the auto-clean on. The cell-dyn emerald system operators manual contains adequate information in regards to data dispersion alerts, as shown in the data submitted by the customer, and corrective action for the operator to follow for these particular flags, as well as instructions for proper setting of the auto-clean feature. A review of the historical data did not identify an issue with the cell-dyn emerald instrument, the rbc counting head, and/or the rbc counting chamber. Based on the event details and evaluation, no malfunction was identified with the cell-dyn emerald instrument, the rbc counting head, and/or the rbc counting chamber

Event description:
The customer stated that the cell-dyn analyzer generated discrepant hemoglobin results from one patient sample. The patient was visiting for a well-child check up when a result of 3.6 g/dl was obtained. The result was questioned and the sample was retested with a result of 14.6 g/dl. No impact to patient management was reported.